Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump and cylinders is (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had herniated out of place, and the device was no longer functioning. As a result, the reservoir was explanted and replaced. No patient complications reported.